Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a 80% to 90% setenosed and heavily calcified lesion in the right superficial femoral artery. A 5x250mm armada 35 balloon catheter ruptured during first inflation at 6-8 atmospheres (atms). A second 5x200mm armada 35 balloon catheter ruptured during first inflation at 6 atms. In both cases blood was noticed in the indeflator. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.